Event description:
It was reported that during a procedure, the clip would not close correctly. The site used a new instrument to complete the procedure. No further info is available. There was no pt consequence.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.